Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing revealed a faulty latch. The visual inspection was able to verify and duplicate the reported issue. It was determined that the dso seal was the root cause and was replaced. Additionally, the latch was also replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device doesn't recognize the cassette anymore. There was unknown patient involvement.